Event description:
The patient's attorney alleged that the patient experienced alkalosis and cardiovascular events on or about unknown date during the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.